Manufacturer narrative:
The debug-log of the device has been analyzed. It could be determined that both microprocessors onboard the subsystem "therapy control unit" (m16) have performed one reboot during the self test done on (B)(6) and three more during use on (B)(6). The respective pcb was replaced, the anaesthesia workstation passed all consecutive tests and did not exhibit any further malfunctions since it was returned to use. The board was returned and tested in a one-week endurance run in the periphery of a lab device but no hardware error recurred. A reboot of the processors onboard m16 would incorporate a short-term outage of therapy functions for a maximum of 15 seconds. This will be brought to the operator's attention by corresponding alarms. After resuming processor operation the therapy will be continued with the previous settings. No patient consequences have been reported for the particular therapy episode. Dräger finally concludes that the workstation has responded to the malfunction of a single component/subsystem. The repair exchange has fully solved the technical problem.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that - while in a surgical procedure, suddenly the device display went black and the ventilator stopped to cycle. The device was swapped out. No patient consequences have been reported.